Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On (B)(6) 2021, olympus medical systems corp. (Omsc) received the literature titled "safety of intermittent pringle maneuver during minimally invasive liver resection in patients with hepatocellular carcinoma with and without cirrhosis." In this retrospective cohort study, the data of which was analyzed of all consecutive patients who underwent minimally invasive liver resection for hepatocellular carcinoma (hcc) between january 2015 and december 2020. 151 minimally invasive liver resections for hcc were performed. Liver cirrhosis was present in 100 cases. Different minimally invasive liver resections were used in the study which was laparoscopic and robotic surgery. The median age of the study population was 68 (19-86) years. The minority (38/151) were females. For laparoscopic surgery, an ultrasonic surgical device(thunderbeat) was used. In the literature for the procedure, it was reported that the following. Red blood cell transfusion occurred intraoperatively in 9 patients. As postoperative outcomes, postoperative complications, severe complications, mortality, and conversion were reported in 59, 22, 1, and 1 patient, respectively. Postoperative complications included post-hepatectomy liver failure in 4 patients, bile leak in 13 patients, and post-hepatectomy hemorrhage in 3 patients. The mortality, and the conversion occurred in the patient with liver cirrhosis. Based on the available information, reported red blood cell transfusion, postoperative complications, and severe complications were not reported in a direct relationship with the olympus products. However, omsc assumes that the red blood cell transfusion, the postoperative complications ,and the severe complications might be related to the subject device since the subject device was used for the procedure. And, omsc assumes that the red blood cell transfusion and the severe complications might be caused or contributed to a death or serious injury. Omsc assumes that the mortality and the conversion were not related to the subject device since the events occurred in the patients with liver cirrhosis. Omsc assumes that the postoperative complications(except for severe), the post-hepatectomy liver failure, the bile leak, and the post-hepatectomy hemorrhage were not serious since severe complications as the postoperative outcome was reported in 22 patients. Therefore, omsc assumes that the red blood cell transfusion and the severe complications were adverse events to submit. Based on the available information, specific information on the subject device and the patient (except for some, for example, age) were not provided. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) of the subject device for the red blood cell transfusion and the severe complications.